Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient reported that she did not have a pain pump anymore because the pump abscessed and was removed she thought in 2009. She did not know the date for when the pump abscessed. After the pump was taken out, the area abscessed again, but she did not know the date when this occurred. When the pump was implanted she had several different medications in it. The last medication was dilaudid, but she didn't know the dose or concentration. No further complications were reported/anticipated.